Event description:
I've tried two of your nite guards and after a couple of weeks, they have separated, between the top, soft molded part and the bottom hard part. I don't understand why they would separate like this. Can I glue them back together with something? The fitting was fine-the protector separated from the hard base-on both nite protectors. Because I recycled the original package, I had to buy another for the guarantee. I like the protectors; just wonder why they separate.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR, and no lot number info was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no med attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.